Event description:
A malfunction was reported on the customer's pump, identified as malfunction 16 due to a momentary power change to the speaker. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as backup therapy and was instructed by customer support on how to put the malfunctioning pump into storage mode before returning it. A replacement pump was sent to the customer, who was also informed of the steps needed upon receiving the new pump and the process for returning the faulty one.